Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the device had performance breakage suture. It was received for analysis an a labeled winding former with a suture piece partially dispensed and a needle / suture piece of product code vcp311w. During the visual inspection of needle / suture piece, marks on the body needle that appears to be by use of surgical instruments was noted; also, the sutures pieces present body fluids and was damaged (busted). The suture piece was dispensed and examined along of strand and the end was noted damaged (cut) appears to be by use of a surgical instrument. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the sample condition the assignable cause of performance breakage suture is damaged suture.

Event description:
It was reported that the patient underwent a thyroidectomy surgery on an unknown date and suture was used. The suture broke when sewing in the surgery of thyroidectomy. Changed another device to complete the surgery. There were no patient consequences reported.